Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due it was too big.

Manufacturer narrative:
Exact date unknown, event occurred in approximately (B)(6) of 2022 from date manufacturer was made aware.